Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Product code - ni. Expiration date - ni. Date implanted - ni. Initial reporter - ni. Manufacture date ¿ ni.

Event description:
Patient alleged experiencing hip pain post-implantation. No further information was provided and patient outcome is unknown.